Manufacturer narrative:
The meter was returned for investigation. The investigation examined the returned meter and found that the battery compartment revealed heavy corrosion due to a leaked battery, the meter had damage to the meter's display from being dropped, and there was contamination on the heater plate. Due to the observed damage, the meter was unable to be powered on for further testing. The investigation determined that the issue was due to the observed damage.

Manufacturer narrative:
Section e3: occupation is patient/consumer the meter's serial number is (B)(6). The product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable results from a coaguchek xs meter. At 9:59 am, the meter result was 2.3 inr. At 1:57 pm, the meter result was 3.2 inr. The patient¿s therapeutic range is 2.4 inr-2.6inr.